Event description:
It was reported that the implantable cardioverter defibrillator went into backup mode after delivering multiple shocks. Further information was requested; however, was not provided.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.